Event description:
It was reported that this pacemaker system exhibited a high out of range pacing impedance on the right ventricular (rv) lead measuring greater than 3000 ohms when programmed in bipolar. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Isometrics was performed and there were no observations of noise. At this time, the device and lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited a high out of range pacing impedance on the right ventricular (rv) lead measuring greater than 3000 ohms when programmed in bipolar. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Isometrics was performed and there were no observations of noise. At this time, the device and lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this right ventricular (rv) lead exhibited noise that was being oversensed resulting in the patient experiencing asystole for greater than two seconds. It was noted that the patient is not dependent on therapy. Isometrics was performed and the noise could be recreated. The device was re-programmed to decrease the sensitivity. The plan is to perform a lead revision. At this time, the lead remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was reported that this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited a high out of range pacing impedance on the right ventricular (rv) lead measuring greater than 3000 ohms when programmed in bipolar. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Isometrics was performed and there were no observations of noise. At this time, the device and lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this right ventricular (rv) lead exhibited noise that was being oversensed resulting in the patient experiencing asystole for greater than two seconds. It was noted that the patient is not dependent on therapy. Isometrics was performed and the noise could be recreated. The device was re-programmed to decrease the sensitivity. The plan is to perform a lead revision. At this time, the lead remains in service. No additional adverse patient effects were reported.